Event description:
The procedure being performed was a cysto cystectomy. The autosuture gia universal surgical stapler (reference number 30403, lot number n7f309) being used did not fire. The device was removed from the surgical field and another stapler was used. There was no patient harm as a result of this incident.